Event description:
It was reported that symptomatic patient presented during a routine check up and complained of dizziness and skipped heart beats. Upon interrogation, the pacemaker was found in backup operation. Subsequent attempts of diagnostic evaluation by the programmer and telemetry testing were not successful. A device explant and replacement was scheduled and took place on (B)(6) 2017. The patient tolerated the procedure well.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a code corruption. In addition, elective replacement indicator was falsely triggered likely due to auto-capture being in high output mode. Based on device settings, a longevity calculation was performed and found to be within expected limits. (B)(4).